Manufacturer narrative:
File a 30-day MDR. An assessment was conducted. The event is still considered reportable under FDA's regulation. It has been identified that the customer did not follow the proper handwashing procedure as outlined in the instructions for use (IFU). The required term/code for this report was unavailable. Since the device passed all testing, a component code for annex g could not be found. As this field was mandatory, the entry "appropriate term/code not available" was used instead. The customer reported the alleged injury in 2025, stating that symptoms were first experienced in 2020 and continued until the user discontinued use of the soclean device in 2024. Soclean did not receive information regarding this adverse event until 2025 and is submitting this report upon first awareness and in accordance with due diligence requirements.

Event description:
The customer reports recurring sinus infections. The customer was evaluated by a physician multiple times over a four-year period and was prescribed unspecified antibiotics.